Event description:
It was reported that the revision surgery was performed due to adjacent intervertebral disease at l3-l4. It was reported that after breaking off the first break-off setscrew, the break-off portion did not slide into the breakoff driver¿s shaft but stuck at the tip of the driver. The break-off driver became unusable. The procedure was continued using another instrument.

Manufacturer narrative:
Additional information: the device was returned for evaluation. Functional evaluation was able to replicate customer concern, set screw getting stuck in the tip of the driver. The above observations are consistent with manufacturing error.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.